Event description:
The customer alleged that the unit was leaking disinfectant and also noticed staining on scopes after processing. There were not report os injuries.

Manufacturer narrative:
The customer decided to fix the unit. The customer has not responded to asp's attempt at retrieving info about the status of the unit. Conclusion: the purpose of this product correction was to mitigate reports of residual high-level disinfectant solution remaining in endoscopes that have been reprocessed in the asp automatic endoscope reprocessor (aer). Reference: MDR 2150060-2009-00035